Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Hypocupremia [copper deficiency]. Case description: an attorney reported that their adult female client, now age (B)(6) used fixodent denture adhesive, version unk cream, unspecified total daily use on full upper dentures received in 1974 and full lower dentures received in 2000, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities, was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion, and hypocupremia. Treatment: has received and will continue to receive unspecified medical care and treatment. The cause outcome was not recovered/ not resolved. Past medical history included: medical history - full upper denture wearer since 1974, full lower dentures received in 2000. No further info was provided.